Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for six pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed using a different unicel dxi 800 access immunoassay system. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 5 of 6 reported by this customer. An MDR is filed for each of the six pts.

Manufacturer narrative:
The customer also reported imprecision within the same clinical range on other pts' samples that exceeded insert claims. On (B)(4) 2009, accutni quality control level 1 was out of range high. Levels 2 and 3 were within established ranges. On (B)(4) 2009 and (B)(4) 2009, the field service engineer evaluated the analyzer. Found traces of gel in the sample probe wash tower. He cleaned wash tower and replaced the sample pipettor. Found the wash wheel cover was out of alignment with the positioning pin. Corrected the placement. Noted many reaction vessels lying on the floor of the instrument near the sample storage wheel. Cleaned out the vessels and verified alignments to the sample wheel. Verified alignments of all 4 reagent pipettes. Performed verification protocol and all portions passed within published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 5 of 6 reported.